Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer reverted to an alternate pump for insulin therapy. Customer¿s blood glucose level was 8,9 mmol/l.